Event description:
Patient was treated with hardware for a (right) wrist fusion procedure on (B)(6) 2012. The patient underwent a revision surgery on (B)(6) 2013 for a total (right) wrist fusion due to a non-union. Reportedly the patient was non-compliant. This report is for unknown screw(s) for a wrist fusion. This is 2 of 2 report for complaint #(B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.